Manufacturer narrative:
Product analysis: analysis found that the analyzer failed incoming functional tests including the test pertaining to active current drain. The analyzer was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.